Event description:
Pt was admitted to the hosp and underwent instrumentation of the lumbar spine, at which time a 1/8" drain was placed. Two days postoperatively, an attempt was made to remove the drain. The physician pulled the drain and it was felt to be hung in the instrumentation. The pt was taken to the surgery suite where the drain was pulled and found to be stuck. After the pt underwent general anesthesia induction, the drain was finally released. An ap view of the lumbar spine was obtained which revealed no sign of retained drain.